Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the case of insulin pump had crack and possible moisture damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.